Event description:
Additional information received reported that the patient experienced no signs or symptoms. Troubleshooting was performed. The physician changed the electrode. The patient was tested with another electrode.

Manufacturer narrative:
Product ID (B)(4), lot# serial# unknown, implanted: (B)(6) 2012, explanted: product typ lead. (B)(4).

Event description:
It was reported that when impedances were measured they were out of range and the patient could not feel stimulation. The lead was replaced and there was no patient injury.